Event description:
It was reported that, "the pt underwent hip replacement surgery in 2003." It was further reported that, "several years after the implantation the pt began experiencing significant clicking, squeaking, pain and discomfort in the location of her hip, and as a result, the pt underwent revision surgery in 2009."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available, due to the ongoing litigation.